Manufacturer narrative:
Lumenis contacted the user facility directly to investigate the reported event, however no additional information was provided other than the initial report. An examination of the subject device by lumenis technical engineer matter expert concluded the subject device power output operated within manufacturer specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. While the information received to date does not confirm that a serious injury had occurred, in an abundance of caution lumenis has chosen to report this event. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A foreign user facility reported that multiple patients sustained a burns of unknown severity to an unknown anatomical areas following treatment with a lightsheer duet laser. No report of serious injury or medical intervention has been received except for the initial report from the user facility.